Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. It was observed that the device was able to power on using the on/off button. Stryker determined that the cause of the reported issue was the lid switch, designator sw5. Stryker archived the device and the customer has been provided with a replacement device.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device¿s lid magnet was missing from the lid. As a result, the device may not automatically power on when the lid is opened. This may lead to defibrillation therapy being delayed or unavailable, if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Section h10 and/or h11 of the initial medwatch report (MFR report #0003015876-2022-02629) indicates: stryker evaluated the customer's device and verified the reported issue. It was observed that the device was able to power on using the on/off button. Stryker determined that the cause of the reported issue was the lid switch, designator sw5. Stryker archived the device and the customer has been provided with a replacement device. Section h10 and/or h11 of the initial medwatch report (MFR report #0003015876-2022-02629) should indicate: stryker evaluated the customer's device and verified the reported issue. The cause of the reported missing magnet was isolated to the lid assembly. Stryker archived the device and the customer has been provided with a replacement device.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device¿s lid magnet was missing from the lid. As a result, the device may not automatically power on when the lid is opened. This may lead to defibrillation therapy being delayed or unavailable, if needed. There was no patient involvement reported with the event.